Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The customer reported on behalf of the patient that an occlusion alarm on the pump went off while trying to deliver a bolus. This occlusion affected her blood glucose and elevated it to 200mg/dl in which a manual injection was made. The patient found that the cause was from the tubing and it was rectified by changing it out.